Event description:
It was reported to medtronic neurosurgery that the pressure level setting of the valve was very difficult to read and adjust. According to the report, six days following valve implantation the patient was admitted to the hospital with over-drainage symptoms, including small subdural hematomas. Allegedly, at this time the physician made multiple attempts to readjust the valve's pressure level setting, but it was unable to be adjusted with confidence. The report states that seven days following the attempted adjustment, the patient's symptoms did not improve and the decision was made to replace the valve.

Manufacturer narrative:
The valve was patent and passed leak and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Medtronic neurosurgery has received no other complaints for lot d30838, and a review of the manufacturing records showed no anomalies. According to the product experience report that was submitted with the compliant, the valve was located in the patient approximately 1.2-1.5 cm deep in the adipose tissue. The instructions for use that accompanies the device warns that there should be a maximum of 1 cm of tissue thickness over the valve mechanism to facilitate reading and setting the valve. All of our valves are 100% tested at the time of manufacture.